Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the unit was found to be unable to power on using battery power, and unable to remain powered on when switching from ac to dc power. During functional testing it was found that some led display segments did not illuminate. Internal inspection indicated s12 (seg12) on pin 24 of u15 is not outputting any data to control the faulty leds. The data was confirmed to be present on other output pins of u15. The failure was isolated to the microcontroller (u15) component of the user interface board. The power issue was isolated to an open fuse (f3) on system board. It was also found that one of the front cover panel standoff mount legs was missing. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter address exceeded maximum allowable digits, address is as follows: (B)(6), corrected data:

Event description:
The customer reported that the device has missing segments. No consequences or impact to patient were reported.